Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for eval and therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. (B)(4), the facility clinical nurse specialist, stated the clinician involved was not aware that the hold feature on the this specific device was set to 2 mins and that most of the time, the hold time is set to infinite. She stated that her staff was unaware of the amount of time a device is set on "hold" can be changed from infinite to a specific period of time (e.g. 2 mins, as in this case). This info is located on page 61 of the spectrum operators manual. A spectrum infusion pump can be placed in a standby (i.e. "Hold") state to prevent the occurrence of an inactivity alarm for a period of time specified in the user settings / alarm settings menu option. The default setting is to provide an infinite period of time; however, this value may be changed from one min up to 99 hours and 59 mins. While in standby, pressing run at any time will begin the infusion. Pressing any other key or opening the pump door cancels standby mode.

Event description:
It was reported that a device was placed on "hold" after 2 minutes, a clinician unintentionally restarted an infusion of a vasoactive medication (delivery parameters unk). Due to the unintentional restart of the infusion, it was reported the pt experienced a drop in blood pressure. However, the clinician immediately corrected the drop in blood pressure and there was no injury to the pt.